Manufacturer narrative:
(B)(4). Literature: ganske, i.m., hoyler, m.b., fox, s.e.m.p.+., morris, d.j.m., lin, s.j.m., slavin, s.a.m. Delayed hypersensitivity reaction to acellular dermal matrix in breast reconstruction: the red breast syndrome? Annals of plastic surgery 73 supplement 2: s139-s143. 2014

Event description:
It was reported that a patient experienced erythema at the surgical site after undergoing a surgery in which veritas was used. On an unreported date, the patient underwent breast reconstruction and veritas (biological mesh) was used to overly the graft. On an unreported date, one month after the surgery, the patient developed erythema in the inferolateral pole of the breast (not further specified). The patient was treated with multiple courses of antibiotics (unspecified, doses, frequencies, and routes not reported) without resolution and there were no other symptoms of infection. Subsequently, all antibiotics were stopped and the patient continued with chemotherapy (unspecified). Several months after continuing the chemotherapy, the erythema resolved. On an unreported date, one year after the original surgery, the erythema reappeared without signs of infection. The erythema was presumed to be of an inflammatory nature. No further information was provided regarding the patient's outcome. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.